Event description:
It was reported that centrella med-surg (product code p7900b1spl05, serial number (B)(6)), had physically damaged power cord with copper wire exposed, no loss of function. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the power cord is not damaged and it is connected to the bed. Replace the power cord as necessary. Check the ac inlet to psm cable assembly for kinks, damage, and connections. Replace or connect the cable as necessary. Replace parts as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in may 14, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.